Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was seeing a significant variance between her sensor and her actual blood glucose. Customer stated that she had a low blood glucose reading of 13 mg/dl about 3 weeks back. Customer stated that her boyfriend called 911 and she had to have a glucagon shot as well as IV glucose to revive her and raise her blood glucose. Customer complained that the alarms and alerts on the sensor and pump are too quiet. Customer declined a transfer to the helpline and plans to call back later.